Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced foreign body giant cell reaction, fibroadipose tissue, small bowel obstruction, pain, mesh migration, recurrence, adhesions, scar tissue, infected mesh, hematoma that had a significant odor, abdominal wall dehisced, mesh was ulcerated, necrotic, erosion, foul-smelling draining, signs of dehiscence of his abdominal wound, elevated white count, intraabdominal collection, decreased respiratory status, bilateral pulmonary effusions, tachycardia, mesh failure, inflammation, perforation, stomach pain, organ damage. Post-operative patient treatment included recurrent ventral hernia repair with mesh, extensive lysis of adhesions, seromyotomy repaired with sutures, removal of previous mesh, abdominal wall reconstruction with mesh, excision of skin and subcutaneous scar tissue, explantation of infected abdominal wall mesh, bilateral component separation, wound debridement, evacuation of wound hematoma, wound closure with internal retention sutures and multilayer closure, debridement of abdominal wall, vacuum assisted closure system closure, insertion of black foam, revision of mesh, partial removal of mesh, jp drain, thoracentesis, medication. Relevant tests/lab data: 02dec2013: pathology report- fibroconnective tissue with foreign body giant cell reaction to mesh. 06nov2017: pathology report- fibroadipose tissue with multiple suture material and associated foreign body reaction.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced foreign body giant cell reaction, fibroadipose tissue, small bowel obstruction, pain, mesh migration, recurrence, adhesions, scar tissue, infected mesh, hematoma that had a significant odor, abdominal wall dehisced, mesh was ulcerated, necrotic, erosion, foul-smelling draining, signs of dehiscence of his abdominal wound, elevated white count, intraabdominal collection, decreased respiratory status, bilateral pulmonary effusions, tachycardia. Post-operative patient treatment included recurrent ventral hernia repair with mesh, extensive lysis of adhesions, seromyotomy repaired with sutures, removal of previous mesh, abdominal wall reconstruction with mesh, excision of skin and subcutaneous scar tissue, explantation of infected abdominal wall mesh, bilateral component separation, wound debridement, evacuation of wound hematoma, wound closure with internal retention sutures and multilayer closure, debridement of abdominal wall, vacuum assisted closure system closure, and insertion of black foam.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (patient codes) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, incarcerated hernia adherent to abdominal wall mesh, incarcerated small bowel adherent in numerous locations directly onto previously placed mesh, scar tissue, infected mesh, fair amount of hematoma that had a significant odor, abdominal wall dehisced as well as mesh was ulcerated, necrotic, erosion, foul-smelling. Post-operative patient treatment included recurrent ventral hernia repair with mesh, extensive lysis of adhesions, seromyotomy repaired with sutures, removal of previous mesh, abdominal wall reconstruction with mesh, excision of skin and subcutaneous scar tissue, explantation of infected abdominal wall mesh, bilateral component separation was performed, wound debridement, evacuation of wound hematoma, wound closure with internal retention sutures and multilayer closure, debridement of abdominal wall, vacuum assisted closure system closure, and insertion of black foam.